Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient incurred high defibrillation thresholds at implant several years ago, but it was decided to keep the lead in use. It was reported that more recently, the patient went into arrhythmia at home and the device failed to deliver therapy twice, but defibrillated the patient on the third shock. It was decided to cap and replace the lead. No further patient complications have been reported as a result of this event.